Manufacturer narrative:
(B)(4). Date of death: (B)(6) 2012. Additional narrative: it was reported that the procedure was a laparoscopic repair of morgagni hernia performed on (B)(6) 2012. The patient expired on (B)(6) 2012 at approximately 4:45am.

Event description:
It was reported that a patient underwent a diaphragmatic hernia repair procedure in (B)(6) 2012 and absorbable straps were used. During the procedure, in the middle of the night, the surgeon fired the strap into the diaphragm. Patient expired 15 hours post surgery. The medical examiner's report indicates that the stapling device dislodged and migrated to the heart, perforating the cardiac wall, causing severe hemorrhage.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The instructions for use states it is contraindicated to use the device in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair. This medwatch report is in response to receipt of maude event report (B)(4).